Event description:
Ous MDR - it was reported that oversensing in atrium and far field was noted. No adverse patient side effects were reported and no indication was given that this device was revised or explanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends demonstrated a stable lead impedance of about 400 ohm and a stable shock impedance of approx. 90 ohm between (B)(6) 2015 and (B)(6) 2015. The available iegms confirmed the presence of noise on the ra and the ff channel as mentioned in the complaint description. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause for the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.